Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced high blood glucose level event on 25-feb-2026. The high blood glucose was seen on first day of infusion set insertion on lower back. The blood glucose level was 304 mg/dl and lasted for more than four hours. The patient received treatment with insulin pen, and the event resolved. No further information available.